Event description:
It was reported that the hand piece "was returned for an unidentified repair." The reporter was unable to determine the precise date of this event. There was no information regarding the precise location of the malfunction. It is unknown if there was no delay in surgery; patient harm, adverse outcome or injury. It was unknown if an identical spare device was available for use. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device has been returned and evaluated. During service and repair pre-testing for this product the device was found to have power broken, which was confirmed by (B)(4). Evidence suggests this is due to usage wear over time. Should additional information become available, a supplemental medwatch report will be sent accordingly.